Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 12/14/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue of device will not turn on could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. No product returned.

Event description:
It was reported that device will not turn on. Biomed further stated that the unit did not recognize the pump module to the right. Replaced the right iui and the device tested without difficulty. No patient involvement was reported.

Event description:
It was reported that device will not turn on. Biomed further stated that the unit did not recognize the pump module to the right. Replaced the right iui and the device tested without difficulty. No patient involvement was reported.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that device will not turn on. No patient involvement was reported.